Event description:
Cust reported a blood leak incident which occurred at the onset of the pt's hemodialysis treatment. Noted by alarm and visual observation. The pt's treatment was discontinued, and the blood was not returned. Estimated blood loss 250cc. The pt's treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention reported per technician.